Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.